Event description:
Procedure: ileocecal resection. The device stopped during 2nd firing. New cartridge was loaded and firing was completed. No bleeding. No tissue damage. There was unanticipated tissue loss. The customer reported the tissue was excised additionally after the trouble.

Manufacturer narrative:
(B)(4).